Event description:
Implanted mentor smooth saline 16+ years ago and have been battling my health every since. Diagnosed sjogren's syndrome, hysterectomy at (B)(6), lymph node issues, fibromyalgia, lung issues, pain and fatigue, pernicious anemia, and the list goes on. I am now having breast pain often. Anxiety and depression have been a constant battle. The quality of life has drastically declined. I firmly believe that implantation of these devices is the root of my autoimmune and failure of my system to be properly maintained. FDA safety report ID# (B)(4).